Event description:
Legal claim alleges: patient was implanted with a depuy lcs prosthesis during a right knee replacement (B)(6), 2011. Shortly following the knee procedure, patient was found to have had a right knee dislocation. On (B)(6), surgeon performed a right total knee open reduction of knee dislocation procedure. On (B)(6), 2011, patient underwent a right total knee revision with extract of the depuy implant and utilizing a zimmer nexgeneration knee system.

Manufacturer narrative:
Medical records were received. They provided additional information, as well as product codes and lot numbers. We have updated the complaint accordingly. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.